Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturing representative (rep). Rep reported that the issue of overdischarged battery was resolved.

Event description:
It was reported that the patient had not charged their implantable neurostimulator device for three years and no longer needed therapy or felt it didn't work. The device may have been in overdischarge the patient required magnetic resonance imaging (MRI). It was communicated to the patient representative that several hours would be needed to attempt to get the device out of overdischarge. The patient planned to check if the MRI was still needed and would inform if a meeting was necessary to address the overdischarge issue. A new recharger was to be ordered through a replacement program. The issue was resolved at the time of the report. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.